Event description:
It was reported via repair work order that the head end of the bed would not lower due to bent siderail and litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: litter frame is unrepairable.